Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was not receiving insulin from the insulin pump and subsequently had diabetic ketoacidosis. The customer stated that he had been in three incidents in which he was not receiving insulin. The customer stated that he had three bent cannulas. The customer's blood glucose was above 600 mg/dl. The customer treated himself with manual injections. The customer did not believe there was an issue with the insulin pump. Nothing further reported.